Event description:
During a coronary drug eluting stenting treatment procedure, the stent could not cross the lesion. The physician attempted direct stenting to the non tortuous lesion in the lad. The physician reported that the balloon had an 'overhang like it was inflated" and the stent would not cross the lesion. No pt injuries or complications were reported. However, the returned product confirmed that there was stent damage.